Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that sometimes they experience a heart rate of forty one or forty four which they believe is below th e implantable pulse generator (ipg) lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.